Event description:
It was reported that during introduction, the "shaft" of the intra-aortic balloon broke. As a result, a new iab was obtained and inserted. There were no further reported difficulties or pt complications.